Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient states they are scheduled to get an MRI of their back and they want information regarding their implant. Pt first stated that the device was charged however later stated had not been charged for two weeks. Patient stated they last charged their implant about 2 weeks ago because device was sending electrical pulses and they were getting sharp pains. They told the patient to turn it off and it has been off. Patient mentioned the device worked for the first 5 weeks and then it stopped working and is causing them pain. Patient did not have the recharger with at the time of the call. The issue was not resolved through troubleshooting to show MRI eligibility. The patient was redirected to their healthcare provider to further address the issue. Agent provided technical support for healthcare provider (hcp) to call as well as advised to get the recharger telemetry module (rtm) and charge to put self in MRI mode.